Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the retractor band, rails and the retractor band connection on the pixie model controller circuit board were broken and the rail bearing cage was damaged. A field service engineer (fse) replaced the rails, retractor band and the pixie model controller circuit board to resolve the issue and the repair was tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed and unable to open. The customer tried to recover and rebooted the device, but issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.